Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, sharp protrusion of mesh into the vaginal area, frequency with urination, urgency to urinate, urinary leakage, and chronic urinary tract infections. No further information has been provided.